Event description:
It was reported during surgical intervention on (B)(6) 2015, to replace the patient¿s lead (reference MFR report 1627487-2015-05303) the patient experienced a loss of movement below her hands including an inability to move her legs. The physician decided to remove the new lead. The manufacturer has not been informed of the patient¿s current status.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is still paralyzed and remains hospitalized.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.